Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, it was noted that the pump read empty when the patient had only gotten 6mls of a 150ml treatment. No patient consequences were reported. No adverse effects were reported.